Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing thresholds of 6.5 volts at 1 second. Impedance measurements were noted to be good, but sensing measurements had decreased. An x-ray was performed and it was found that the lead dislodged and the physician stated it was due to the patient not following the post-implant instructions. It was noted that a lead revision was scheduled. The patient was not rv pacemaker dependent, so there were no adverse patient effects. Additional information was provided that the lead was successfully repositioned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.